Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the pacemaker exhibited over-sensed far-r wave which resulted in episodes of inappropriate mode switch. There was no intervention and no patient symptom reported.